Event description:
During preparation for a coronary artery bypass procedure, the heartstring seal "is unflexible" and "was impossible to load" into the delivery tube. The failure analysis investigation results indicated that the heartstring seal was cracked and unraveled at the distal end. The report indicates no pt involvement. The distributor did not provide any further info.